Event description:
It was reported that during a low anterior resection procedure, the device cut and did not staple. The surgeon performed an ileostomy to complete the case. The patient is recovering well. The surgeon does not believe that our device caused any complication. The tissue was very thick according to him and he believes he should have used our green reload instead of blue.

Manufacturer narrative:
Date sent: 06/30/2009. Asked but unknown. Evaluation summary: the analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by a vision system. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed an no anomalies were found during the manufacturing process.